Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a jp drain was placed during surgery approximately 4 months ago. Two days post-op, an order was placed to have the jp drain removed. The nurse removed the drain. The following day, the nurse paged and spoke with the md and received orders to place a staple over the jp site, after that the patient was discharged. Approximately 12 days after discharge, the patient had a follow-up clinic appointment for staple removal and a lumbar x-ray. On the x-ray a portion of the retained jp drain was observed. The patient was directed to go to the ed to be admitted for surgical removal of the retained jp drain. A 5 cm piece of jp drain was removed and the patient was discharged approximately 3 days post clinic appointment.